Manufacturer narrative:
A ge service representative performed an onsite investigation. The video controller board was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's monitor would go black at boot-up. No patient injury was reported.